Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure on (B)(6) 2025, it was noted that the device experienced pacing failure due to lose connection. The physician claimed that the lead was failed to remove from the header. Besides the physician also feel difficulties in advancing the leads into the device. On (B)(6) 2025, the pacing failure issue was confirmed due to lose connection. It was confirmed via xray. The pacemaker was explanted and replaced. The leads were implanted and continue use. The patient was in stable condition throughout the procedure.